Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console suddenly generated a fiber optic sensor failure message. The customer ordered a chest x-ray to confirm iab location. They have tried removing and reconnecting the fiber optic cable without success. They were then advised to transduce the central lumen of the iab catheter. They had difficulty locating the correct pressure cable, but were able to do so and resumed pumping with the transduced arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
Reporter full name: (B)(6). Additional reporter names: (B)(6). Additional email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).